Event description:
It was reported that after completing surgery, impedance testing showed impedances >40000 ohms on all left side electrode pairs except c/0. Impedances on the right side were within normal limits. The connections were checked and found to be ok. X-rays were performed and no issues were seen with the leads, extensions, or trajectories. It was noted that the extensions were also tested preoperatively. The extensions were tested with an external neurostimulator (ens) and were good. The extensions were again connected to the implantable neurostimulator (ins) but high impedances were again observed. Low impedances were also seen on one contact (32 ohms). The testing was repeated three times. The connections to the ins were redone and the patient was repositioned, but the issues were not resolved. It was noted that when the neurosurgeon attempted to remove the extension from the ins, it was stuck even though the set screw was fully opened. The neurosurgeon ¿could not remove the extension like he did normally.¿ a new ins was used, and impedance measurements were normal. There were no patient symptoms or complications associated with the event and the patient status at the time of report was alive with no injury.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Evaluation of ins model 37601 sn (B)(4) found no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.